Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via a remote merlin.net transmission with episodes of hvr. The clinician reported that the right atrial lead exhibited noise, oversensing with inappropriate mode switches and sensing anomaly. No reprogramming or intervention had been reported. The clinician will discuss patient management with the physician.